Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that since around (B)(6) 2019, the ins was taking too long to charge (4-5 hours) even though they had 6-8 coupling bars. They also noticed the recharger antenna was getting very hot. It was reviewed what the general recharge time expectations would be based on coupling and how charge time can affect the temperature of the recharger antenna. A replacement recharge antenna was sent to the patient but on (B)(6) 2019, it was reported that despite using the replacement antenna, they were still having issues charging the ins. The patient was still charging 4-5 hours and would have to stop charging because the antenna would get too warm. The caller was wondering if the recharger was the issue but patient services reviewed information and redirected to the doctor to discuss the difficulty recharging. It was noted the patient had an appointment scheduled with their doctor during the week of (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep said they were with the patient because the patient reported they were still having issues charging the ins. The patient stated it takes 4-5 hours and then they have to stop charging because it gets too warm. The rep checked the recharger reports which indicated the insr was working fine but the patient was not charging continuously. A code did show that an over-temp did occur when the patient was charging for over 2 hours. The rep said they will discuss with the patient to charge the ins every day for a shorter time period and to sit in a chair that will allow the antenna to cool. No further complications were reported/anticipated.